Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a shaft break occurred. The target lesion was located in the 2nd obtuse marginal. The 3.0 x 20mm nc quantum apex mr balloon catheter was advanced over a non bsc guide wire, however, the shaft broke midway down the shaft. The physician removed everything. The procedure was completed with another 3.0 x 20mm nc quantum apex mr balloon catheter. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a percutaneous coronary intervention a shaft break occurred. The target lesion was located in the 2nd obtuse marginal. The 3.0 x 20mm nc quantum apex mr balloon catheter was advanced over a non bsc guide wire, however the shaft broke midway down the shaft. The physician removed everything. The procedure was completed with another 3.0 x 20mm nc quantum apex mr balloon catheter. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: there was a complete separation of the hypotube 57cm from the edge of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Product analysis results are consistent with the reported event. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).